Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) device was hospitalized due to pneumonia and had an undiagnosed myocardial infarction. Guidant received additional information that the patient implanted with this crt-d device experienced a ventricular fibrillation episode and the device did not deliver a shock.